Event description:
A review of service data detected a reportable event. Upon servicing electrode belt sn (B)(4), the belt failed a high-pot test and an insulation resistance test. The last pt to use this electrode belt did not report any deficiencies.

Manufacturer narrative:
Device eval summary: service investigation of electrode belt sn (B)(4) has been completed. Upon service investigation the electrode belt failed a high pot test and an insulation resistance test. Upon investigation the gel fire wires were broken at the distribution node (dn) pca solder joint. The wires were touching in the dn resulting in a short circuit. The root cause of the improper connection was unable to be positively identified. No adverse event resulted from the shorted circuit in the electrode belt. The last pt to use this device did not report any deficiencies.